Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: deflation: no observed an opening the device. It¿s difficult to see because in the photo is a little clear fluid inside of the device. Observe red particles on the surface of the shell. Migration : unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported "both implants were displaced." "At the lower pole of the right breast an imf incision was made through the breast tissue down to the breast implant capsule and the capsule was opened. The previous implant was removed and found to be intact saline filled to 2400 cc." Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported "both implants were displaced." "At the lower pole of the right breast an imf incision was made throught the breast tissue down to the breast implant capsule and the capsule was opened. The previous implant was removed and found to be intact saline filled to 2400 cc." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on radius side assessed as surgical damage and observed delamination total of the valve (adhesive failure). Malposition: unable to observe as it is a medical event not related to the device. Additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Device has been explanted.